Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete functional testing) was confirmed. As received, the belt failed incoming functionality testing. Upon evaluation, the rear therapy electrode was pulled from the cable connecting the distribution node to the rear therapy electrodes. The cause of the inability to complete testing is the damaged cable and therapy electrode. The root cause of the damaged cable and electrode is excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt failed incoming functionality testing.